Manufacturer narrative:
The logs and archive from the reported event were provided to the manufacturer for evaluation. Analysis found that the behavior was consistent with a known software anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: product ID: m450001b022, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the non-medtronic scanner connected to the incorrect folder on the thermal therapy system. The proper file path was selected and the scanner connected as intended. There was a reported delay to the procedure of approximately ten minutes due to this issue. There was no reported impact on patient outcome. The workflow used intraoperative was noted that a magnetic resonance imaging (MRI) technician started the temperature map (tmap) image acquisition on the non-medtronic scanner. The user the reconnected or refreshed the visualase data transfer (vdt) on the thermal therapy system where the fourth set of each slice could be viewed. When attempting a connection, the connection failed. The session was subsequently closed and a new session was opened. The user then reverted to select the correct file path where the user manually entered the pathway without closing the session.